Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2011 and performed to spec up to october 2011. Between (B)(6) november 2011 the device logged two failed self-tests due to low battery warnings. There was evidence of voltage fluctuations results in four failed self-tests during the period of (B)(6) 2012. This suggests a failure of the battery terminal pogo-pins. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. Investigation confirmed a fault with the device pogo-pins. This caused the device voltage to fluctuate which resulted in self-test fails due to a low battery. The pad-pak which consists the electrode and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.